Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the ventilator being unable to maintain peep (positive end expiratory pressure) was confirmed. Ventec opened the device to perform a visual inspection and observed that the external flow module cable was not properly seated. Ventec then reseated the external flow module cable to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the external flow module cable was not properly seated. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure). There was no patient involvement associated with the reported event.